Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Event description:
Ous MDR - after an unknown implant duration a micro-dislodgemnet of this right ventricular lead was reported. A lead reposition was attempted but finally the lead was explanted due to tissue in the helix. The implant and explant dates were not provided. No adverse patient side effects have been reported.